Event description:
It was reported that a patient with a 25mm edwards surgical aortic valve has been placed under evaluation for a valve-in-valve procedure after an unknown implant duration due to unknown. No other details were provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm edwards surgical aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of six (6) years, four (4) months due to stenosis. The patient presented with nyha class iii acute on chronic diastolic heart failure, shortness of breath, and persistent a-fib.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h6 (health effect - clinical code, device code, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections e1-e4, h6 (component code).